Event description:
Bd became aware of an anonymous medwatch ((B)(4)) on july 31, 2022. The medwatch was filed on july 20, 2022 and alleges that a number of bar code scan codes will not correctly update between the logistic systems the customer uses.

Manufacturer narrative:
Bd became aware of (B)(4) on july 31, 2022, regarding an event that appears to have occurred on june 30, 2022. The medwatch states "our health system uses pyxis es and pyxis logistics as our automated dispensing cabinet and inventory management system respectively. Early in "xxx" it was identified that some of the bar code scan codes for epic vs. Logistics vs. Pyxis es did not match. The original error was with different doses of misoprostol. No incorrect doses reached patients, but it was identified that when a scan code is changed in logistics it does not always change in es depending on the way the original input was created although the clear impression was that these two systems are linked. The scan code change sent to es when changed in logistics is rejected under certain circumstances but no error message is created for the user to know that there is now a disconnect. Retrospective review identified dozens of other examples including IV iron linked to rosuvastatin and ambrisentan linked to oral ferrous sulfate despite these being corrected in the logistics system in the past. Other examples include preservative free and non preservative free items incorrectly linked. Exhaustive review of use showed no incorrect administrations evident bd has been working with our pharmacy group for investigations but it is there assertion that the systems are working as designed. No training material or intro materials available demonstrate that scan codes need to be changed simultaneously in two systems. Our concerns are that other organizations may fall into this same pitfall and may be at risk of incorrect stocking/administration. We hope to get more communication out there about this system fault. (B)(4)." The medwatch was filed anonymously. Bd completed a case review to try and identify the event or similar events between june 1, 2022, and august 24, 2022. There were no cases identified that could be directly linked to this medwatch. Bd opened case number 2639385 in order to document the events described in the medwatch and any potential investigation. At this time bd is unable to identify which product the event occurred on, who the complainant was, or which customer created the medwatch. Without this information, bd is unable to complete any additional investigation. If in the future more information becomes available, an investigation will be conducted. No patient or user harm was reported.

Event description:
Bd became aware of an anonymous medwatch (mw5111039) on july 31, 2022. The medwatch was filed on july 20, 2022 and alleges that a number of bar code scan codes will not correctly update between the logistic systems the customer uses.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, d1, d5, e1, e3, g1, g6, h2, h6, h11. Case opened due to anonymous maude report. No serial number available. Per swi 1503-004-000-swi-mms complaint investigation, if serial number is not available, chr cannot be performed. Case opened due to anonymous maude report. No serial number available. Per swi 1503-004-000-swi-mms complaint investigation, if serial number is not available, DHR cannot be performed. Bd health system uses pyxis es and pyxis logistics as automated dispensing cabinet and inventory management system respectively. It was identified that some of the bar code scan codes for epic vs. Logistics vs. Pyxis es did not match. The original error was with different doses of misoprostol. No incorrect doses reached patients, but it was identified that when a scan code is changed in logistics it does not always change in es depending on the way the original input was created although the clear impression was that these two systems are linked. The scan code change sent to es when changed in logistics is rejected under certain circumstances, but no error message is created for the user to know that there is now a disconnect. Retrospective review identified dozens of other examples including IV iron linked to rosuvastatin and ambrisentan linked to oral ferrous sulfate despite these being corrected in the logistics system in the past. Other examples include preservative free and non-preservative free items incorrectly linked. Exhaustive review of use showed no incorrect administrations evident bd has been working with our pharmacy group for investigations, but it is there assertion that the systems are working as designed. No training material or intro materials available demonstrate that scan codes need to be changed simultaneously in two systems. Our concerns are that other organizations may fall into this same pitfall and may be at risk of incorrect stocking/administration.